Event description:
Son said he wasn't feeling well and stayed home from school, he had been in bed all day so we went to get him up and couldn't hardly get him up but when we finally were able to get him up he was lethargic. Checked his blood sugar and was 800 on his meter, which is as high as it went. Called 911, ambulance shows up and they start working on him and we speed to hospital, was then air lifted to another hospital for better care and within just a few hours was air lifted to another hospital for better care. Over the next 3 days he continued to get worse and every organ shutting down until we were told there was nothing else that could be done and he was legally brain dread. Cause of death is listed as dka.